Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a failed medtronic surgical valve (sav), the valve was fully deployed and a post-balloon aortic valvuloplasty (bav) was performed for moderate paravalvular leak (pvl). After the post bav, the valve dislodged aortically. The cause of the dislodgement was calcium in the annulus. The fully expanded valve was pulled up into the ascending aorta. A non-medtronic valve was implanted; no additional adverse patient effects were reported.